Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was two (2) high resistance tin whiskers which caused an electrical short across lands 5 and 6 of a cable-mounted plug connector, designator p506, of the device's charge-pak and switch flex cable assembly. This issue led to the premature depletion of internal hybrid layer capacitor (hlc) battery designator bt1 and prevented the device from remaining powered on. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that the device would not remain powered on. As a result, defibrillation was not possible.